Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and time anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had button error after damage to act button insulin pump. The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to a flattened dome switch on the esc and act buttons. The connector was inspected and locked on the lcd board. No button error alarm or time clock anomaly was noted during testing. The pump passed the displacement and self tests. The pump was received with a worn/scratched keypad overlay.